Manufacturer narrative:
The cause of the discordant, false reactive rubella result on a patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, false reactive rubella result on a patient sample on an immulite 2000 xpi instrument. It is unknown if the discordant result was obtained for igm antibodies to rubella or igg antibodies to rubella. The discordant result was not reported to the physician(s). It is unknown if the sample was repeated and if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive rubella result.

Manufacturer narrative:
The initial MDR 2247117-2017-00094 was filed on (B)(6) 2017. Additional information (09/28/2017): additional information regarding patient data and assay affected has been received. Section has been updated with this information. Additionally, the customer stated that a decontamination procedure was performed and water test was run to verify the water quality. Additional information (10/23/2017): a siemens headquarters support center specialist reviewed the information provided and stated that quality control and adjustments were acceptable. The customer has stopped operating the analyzer. The cause of the discordant, false reactive rubella igm result on one patient sample is unknown. No further evaluation of device is required.

Event description:
The customer obtained a discordant, false reactive result for igm antibodies to rubella (rubella igm) virus on one patient sample on an immulite 2000 xpi instrument. The sample was repeated with a different reagent kit and same lot, resulting non-reactive. It is unknown which result was reported to the physician(s). The physician(s) believes that the expected result for the patient sample is non-reactive result. There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive rubella igm result.